Manufacturer narrative:
Exact patient age unknown, but reported to be over 18 years of age. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a percuflex&#10256;lus ureteral stent was previously implanted in the kidney on (B)(6) 2015 was due for replacement and was removed during a bilateral stent replacement procedure performed on (B)(6) 2015. According to the complainant, during the procedure, when the physician pulled the stent out with a grasper, the stent broke in the middle and the renal portion stayed in the kidney. The stent was noted to be calcified. An additional procedure using flexible scope has been planned in order to remove the broken part of the stent that was left in the kidney. The patient's condition at the conclusion of the procedure was reported to be "stable."